Event description:
Event description cpi received information that this transvenous defibrillation lead,model 4312 sn 043403 was fractured. This was found during a routine device replacement when testing of the lead with the new implantable cardioverter defibrillator (ICD) indicated an abnormal lead impedance measurement. The lead was capped.